Event description:
Used defective magic hydrophilic-coated female intermittent catheter 14 fr acquired from bard medical division. Bard recalled unused catheters because of a void in the package seal which could cause product to be unsterile. I used the product prior to the company's notification and got a severe urinary tract infection.